Manufacturer narrative:
B3: exact date unknown, event occurred in last two months before aware date. D4: product information was not provided, therefore lot number, expiration date, and UDI are unknown. G2: report source: other - physician survey h4: product information was not provided, therefore manufacture date is unknown.

Event description:
It was reported that the patient experienced an embolism as a result of the jetstream xc atherectomy device or procedure. No further event or patient details were provided.